Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was advanced but was unable to cross the lesion so rotablation was performed. The wolverine was reintroduced and inflated at 6atm, 8atm, 8atm and 10atm before the balloon ruptured upon the fourth inflation. The device was removed and the procedure completed with another of the same device. No patient complications were reported and patients status was good.